Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was received. Sections a2, d4, d6, and h4 were updated. UDI number: (B)(4), (B)(4), (B)(4).

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause for the worsening pvl could not be determined. However, may be due to cardiac remodeling and/or progression of the patient¿s disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 1 year post implant of a sapien 3 valve in the aortic position, the patient developed moderate to severe pvl. The valve was ballooned with a 24 and 25 balloon, however the pvl remained moderate. A 23 sapien 3 ultra valve was implanted within the sapien 3 valve and the pvl was reduced to mild.